Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was unable to use. Customer's blood glucose was unknown. Customer mentioned the device kept beeping, had a black screen, and unresponsive buttons. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received stuck in a blank-flashing white lcd with audio beeps due to a cracked lcd controller. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the display anomaly. Unable to verify the audio/beep anomalies or button/keypad unresponsiveness due to a blank-flashing white lcd. The pump had a scratched casing, minor scratches on the lcd window, a creased display window cover and a pillowing keypad overlay.